Manufacturer narrative:
(B)(4). D10: 161034 - oss rs poly fem bushings set/2 - (B)(6). 150510 - oss poly bumper lock pin - (B)(6). 150493 - oss reinforced yoke - (B)(6). 150481 - diah seg lock screw set - (B)(6). 150476 - oss poly tibial bushing - (B)(6). G2: foreign country: japan. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee surgery. Subsequently, the patient was revised due to unknown reasons approximately 2.5 years later. Only the poly was revised and the surgeon noted that the patient requested the revision and that there was no major damage to the bearing. Attempts have been made and all available information has been provided.